Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No anomalies noted during auto mode.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 500 mg/dl at the time of incident. The current blood glucose was 245 mg/dl. The other relevant blood glucose level was 300 mg/dl. The customer was treated with insulin pen and bolus for high blood glucose. The insulin pump will be returned for analysis.